Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause was not determined. The patient said the only security monitor they went to was at target. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease. Information was reported that the patient's therapy has stopped due to a power on reset (por). The patient stated she was charging her ins when this por message displayed on the patient's recharger. The patient confirmed she was seeing por on her pp as well. The patient was assisted with clearing the por message while on the call and the issue was resolved. No further complications were reported. No patient symptoms were reported.